Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and replaced valves 1 and 2, the vacuum bottle for both ion-selective electrodes (ise) and the sample syringe. He performed ise checks, calibrations, and qcs with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from 25 patient samples tested on the cobas 8000 cobas ise module (double). The initial results were reported outside of the laboratory. The reporter stated the ion-selective electrode (ise) 1's internal qc and patient result performance dropped; the ises had to be recalibrated and patient results amended. The reporter was able to provide the following patient samples with discrepant results: sample ID: (B)(6). The initial na result was 131 mmol/l. The repeat result was 137 mmol/l. Sample ID: (B)(6). The initial na result was 132 mmol/l. The repeat result was 141 mmol/l. Sample ID: (B)(6). The initial na result was 133 mmol/l. The repeat result was 139 mmol/l. Sample ID: (B)(6). The initial na result was 131 mmol/l. The repeat result was 141 mmol/l. Sample ID: (B)(6). The initial na result was 132 mmol/l. The repeat result was 140 mmol/l. Sample ID: (B)(6). The initial na result was 126 mmol/l. The repeat result was 135 mmol/l. Sample ID: (B)(6). The initial na result was 132 mmol/l. The repeat result was 138 mmol/l. Sample ID: (B)(6). The initial na result was 136 mmol/l. The repeat result was 149 mmol/l.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and replaced valves 1 and 2, the vacuum bottle for both ion-selective electrodes (ise) and the sample syringe. He performed an ise check, calibrations, and qcs with successful results. The investigation determined the event was caused by an unknown maintenance-related issue.  After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.